Manufacturer narrative:
(B)(4). Initial implant includes rns neurostimulator and 4 leads: two depth leads placed bilaterally in the hippocampus and two cortical strip leads placed bi-laterally in the sub-temporal region.

Event description:
On (B)(6) 2018 the patient was seen for severe right-sided headache, nausea and vomiting, and photosensitivity, all associated with increased frequency of right temporal onset seizures. CT scan revealed that the patient had an intraparenchymal subdural hemorrhage in the right temporal lobe located near the right depth lead. The patient was admitted to the ICU for monitoring, aeds were adjusted, and serial head cts were performed to monitor bleeding stability. Stimulation over the right hippocampal electrode was disabled. The patient had no residual neurological sequelae. The patient was discharged. No additional details have been provided by the treating center.